Manufacturer narrative:
Product complaint # (B)(4). Non-health care professional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter received. Request for translation is still pending. English translation for claim letter received. It was stated that the patient developed periprosthetic pain, hip crepitations, stomach disorders, memory loss and sweating. Laboratory blood test showed high levels of chromium in the blood and urine. Added lawyer, the date of birth and date of implant. Doi: (B)(6) 2009; dor: unknown; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.